Event description:
Feel sharp pain and burning on my left breast. I have mentor gummy bear implants. I feel fatigue, I have hart palpitation, my leg hurts, brain fog, low energy, hair loss, depression and anxiety.